Event description:
The manufacturer received information alleging a ventilator's flow sensor would not pick up a signal. There was no harm or injury reported. The component was not returned to the manufacturer for evaluation. No malfunction could be confirmed. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.